Event description:
On 11/30/2023, it was reported by a sales representative via sems that an ar-9831 apollo rf wand had an issue during a rotator cuff shoulder scope. The surgeon noticed the metal tip was falling off while inside the patient. The metal tip was retrieved. The ablator wand was replaced, and the case was completed. The patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause of the reported failure is an internal manufacturing issue addressed on ncr-27076.